Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine was not flowing from the tubing into the bag with the vented sample port. The complainant reported that the tubing was disconnected from the catheter and reconnected, then the urine started to flow again.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that urine was not flowing from the tubing into the bag with the vented sample port. The complainant reported that the tubing was disconnected from the catheter and reconnencted, then the urine started to flow again.